Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm on (B)(6) 2023.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with rash and redness, under entire patch area. The patient contacted a healthcare provider (hcp) and received a prescription for an unspecified oral antibiotic 500mg (patient did not remember name) and was advised to use a cavilon cream (over the counter). At the time of the report the patient was okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.